Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim received alleging that the patient suffers from pain, discomfort, soreness, malaise, swelling, and loss of energy. Alleged also is immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Litigation also stated excessive levels of chromium and cobalt in patient's blood. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2013 - sales rep reported a revision procedure. The patient was revised to address acetabular cup loosening. It was noticed inoperative fibrous ingrowth on the cup only. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 09/26/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/14/2014.

Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.